Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Technical support provided the customer with information on resetting the pump and offered assistance, though the customer was unable to perform the reset at that time and was encouraged to call back if the issue persisted.